Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 402 mg/dl, 229 mg/dl, 194 mg/dl, hi mg/dl(which on the system indicates a result in excess of 600 mg/dl), and 213 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.